Event description:
A physician reports that several months following intraocular lens (iol) implant surgery, a patient is having an allergic reaction. The physician suspects the reaction may be related to the lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation.